Event description:
There have been two episodes of this event. When the IV tubing (stopcock sets for anesthesia) were opened there were no roller clamps on the lines. - the device did not reach the intended patient.